Manufacturer narrative:
(B)(6). Investigation summary: a device history review was conducted for lot number 8107469. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review. Investigation conclusion: no sample was returned. No abnormal found in process. Root cause description: the root cause of leakage cannot be confirmed. Rationale: no sample was returned. No abnormal found in process.

Event description:
It was reported that during use of intima-ii 22gax1.00in prn slm it was noticed that leakage at the prn adapter. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: during the usage of the catheter it's noticed that leakage at the prn.

Manufacturer narrative:
H.6. Reason code for no evaluation: other. H.6. If other specify see section h.10.

Event description:
It was reported that during use of intima-ii 22gax1.00in prn slm it was noticed that leakage at the prn adapter. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: during the usage of the catheter it's noticed that leakage at the prn.